Manufacturer narrative:
The coil will not be returned as it was implanted. Based on the reported information, there did not appear to have been any defect of the coil during use. The event occurred in the patient post procedure and its cause was unknown. The second patient developed a post-interventional minor neurological deficit with persistent restricted facial expression after transarterial and percutaneous em bolization of a scalp avm. Based on the reported information, there is no evidence suggesting that the device was defective. We are unable to definitively determine the cause for the reported events. Neurological deficit is a known and inherent risk of coil use in procedures. Reference MDR# 2029214-2018-00987 meila d, grieb d, greling b, et al. J neurointervent surg 2017;9:860¿866. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information through review of ¿endovascular treatment of head and neck arteriovenous malformations: long-term angiographic and quality of life results¿. It was reported that 2 of 14 patients had complications directly related to the endovascular treatment in a total of 86 endovascular sessions. The first patient with an arteriovenous malformation (avm) of the ear suffered from disorders of wound healing after direct percutaneous puncture and embolization with onyx 20. These disorders in wound healing may have been due to an infection after direct percutaneous puncture of the ear and were directly related to the treatment strategy, regardless of the liquid embolic agent used. Another possible explanation is an excessive inflammatory reaction caused by dimethyl sulfoxide (dmso) solvent and/or by onyx 20. However, we encountered disorders in wound healing in only one of 86 interventional procedures. In this particular case, we avoided further direct percutaneous punctures and embolizations with onyx and sent the patient to surgery. The second patient developed a post-interventional minor neurological deficit with persistent restricted facial expression after transarterial and percutaneous embolization of a scalp avm.

Manufacturer narrative:
This supplemental is to update the MDR reference number. The correct MDR number that this report should be referenced with is 2029214-2018-00989. If information is provided in the future, a supplemental report will be issued.